Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There are no apparent contributing clinical factors to the reported event. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times.  It also provides information about proper care of the system and what to do in case of an emergency.  The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that a patient experienced switching between the ac and battery when both power sources were connected to the controller and charged. In addition, when the ac adapter was changed, it was noticed that no alarms were logging on the controller (and there were none in the history). Controller issued to patient on (B)(6) 2016. The controller was exchanged from stock with no reported consequences or impact to the patient. No additional information provided.

Manufacturer narrative:
Removed implant date. This peripheral device is not implantable. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications. The controller passed visual examination and functional testing. Both power sources were disconnected simultaneously and the controller activated the "no power alarm", which met specification of atleast 15 minutes as intended. Log files analysis did not confirm evidence of premature switching. No failure detected-power switching and or no sound was not confirmed during bench testing or from log file analysis. There is no evidence that a device malfunction caused or contributed to the reported event. The device performed as expected at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.